Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that after several attempts to advance the 3.0x12 xience v stent delivery system (sds) past the lesion in a highly calcified left anterior descending (lad) artery, the proximal shaft separated. The sds was removed and a second xience v device was used successfully. There were no reported adverse patient effects. No additional information was provided.